Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician was able to successfully implant the taxus express2 8.8% 3.0 x 12 mm drug eluting stent in the circumflex (cx) artery. The balloon would not deflate. The physician then intentionally ruptured the balloon at 3 atms. This caused the distal cx to occlude.

Event description:
It was further reported that the lesion treated was a de novo, 99% stenosed, slightly tortuous circumflex (cx) lesion. The lesion was predilated with a 20 mm balloon. The physician reported initial difficulties loading the delivery device on the guide wire. The stent delivery system would not advance on the guide wire. Upon inspection, there did not appear to be any visible damage, so the physician reloaded the delivery system back onto the wire. This time the delivery system moved freely on the guide wire, using slightly higher force. The physician reported no major problems inflating the balloon, but had the impression that the balloon inflated more slowly than usual. The physician deployed the stent and the balloon would not deflate. The balloon was inflated for 30 seconds before the first deflation trial. The pt did suffer angina while the balloon was inflated. The physician dialed the indeflator to 35-38 atms to rupture the balloon. Rupturing the balloon caused a dissection that occluded the vessel. There was slight contrast deposition in the neighboring pericardium. No periciardium effusion could be proven by echodcardiography. "The procedure was successful in so far as the balloon could finally be removed, but unsucessful in so far as the vessel was occluded due to the procedue and that the pt developed myocardial ischemia proven by liberation of ck, ck-mb, tni etc. However, no major wall motion abnormality could be proven later on." That pt's status is reported to be "alive and doing well."